Event description:
The hcp reports a patient experiencing a loss of efficacy. An x-ray was performed and the hcp believes there may be a kink in the catheter. Pump reservoir volume discrepancies had been noted. A catheter dye study is planned. Additional information has been requested from the hcp but was not available on the date of this report.